Event description:
Customer reported that pump became hot to touch, noting issue had persisted for past year. No adverse impact to customer's blood glucose level was reported. Customer service arranged to send a replacement pump and instructed customer to use current pump as backup to ensure uninterrupted insulin delivery. Customer was also provided with tandem charging supplies and updated software pump. Guidance was given on returning the problematic pump, and customer acknowledged the steps needed, including programming the replacement pump with existing settings and connecting their cgm.